Manufacturer narrative:
(B)(4). Concomitant products: part 14-103662, lot 093730 - univ 2-hole shl 62mm lnr sz 26. Part ep-105996, lot 822090 - epoly 36mm rlc lnr mrom sz26. Part 51-107150, lot 3296931 - tprlc 133 mp type1 pps ho 15.0. Part 650-0660, lot 2015051192 - delta ceramic fem hd 36/-3mm. Unknown part, unknown lot - unknown screw. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event; please see associated reports: 0001825034- 2018-00860, 0001825034- 2018-00862. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study (B)(6) -reported pain and discomfort on right hip post-op surgery.